Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal while using the ilet during its learning phase, with a maximum blood glucose of 345 mg/dl and glucose remaining above 180 mg/dl for approximately 2.5 hours, and no alerts for levels above 300 mg/dl over 90 minutes. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance from others, and no hospitalization. Investigation included complaint review, device history review, and patient counseling on expected glycemic variability during initial system adaptation. Investigation of this case revealed no device alarms or malfunctions reported and no device component concerns identified, with the event attributed to glycemic variability during early algorithm learning and postprandial excursion. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to individual glycemic response during early use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.